Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of an unspecified length occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause was the transmitter and app were unable to establish a connection. The reported event of a signal loss of an unspecified length is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.